Event description:
A consumer reported that there is a decrease in his vision and that his surgeon told him that he has a lot of "scar tissue" which caused the capsule to contract and moved the lens. The pt and doctor are evaluating treatment options but no secondary intervention has been performed yet. Additional info has been requested but has not been received by bausch + lomb to date. This report refers to the consumer's left eye.

Manufacturer narrative:
The device remains implanted therefore is not available to be returned for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.